Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after fainting and breaking his ankle. Upon interrogation, the right ventricular lead exhibited and loss of capture and noise. The lead was successfully capped and replaced. A lead insulation was also noted. The patient was in stable condition post surgery and would continue to be monitored.